Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is protruded. Blood glucose value was 206 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to missing drive support disk. Insulin pump had a cracked case on display window corners, battery tube threads, minor scratches on lcd window and missing end cap sticker.